Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the harvesting tool had some insulation missing from the tip of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the harvesting tool had some insulation missing from the tip of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 30jan2020 and investigated on 24feb2020. Signs of clinical use and no evidence of blood were observed. Tissue and charred material was observed on the jaws. Signs of clinical use and no evidence of blood were observed. Tissue and charred material was observed on the tip of the hot jaw. A visual inspection device was conducted. The silicone insulation on the cold jaw was slightly torn from the tip but not detached. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the harvesting tool had some insulation missing from the tip of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.